Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
The customer reported via phone call that the insulin pump had hardware low level failure alarm. The customer¿s blood glucose value was 120 mg/dl at the time of incident. Customer was unable to clear the alarm. Customer was able to complete insulin pump rewind. Customer performed self test and it failed. The customer was advised that the insulin pump needed to be replaced and to revert to the backup plan. The insulin pump will be returned for analysis.

Manufacturer narrative:
Device passed all functional tests including displacement, and self tests; however, hardware low level failures is confirmed in the formatted history file due to a loose connection or a cold solder joint at u1 keypad assembly. No other unexpected audio or absence of alarms were noted during testing. The motor arm cannot communicate with the main arm. Alarm is found in the pump history file due to a software error.